Event description:
The biomedical engineer reported that the automated impella controller had an error on the screen: controller error. No other information was provided.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console logs are consistent with complaint and show controller error alarm (1039 due to defective optical sensor lamp) present shortly after console boot-up. It is preceded by out-of-spec ¿5s¿ parameters detected, not resolved after optical bench self-reset. Console was tested and the issue was reproduced, as controller error alarm 1039 occurred, preceded by log entries reporting out-of-spec parameters: inspection of the optical pump connector revealed its heavy contamination, which resulted in light ¿leaking¿ or coupling into the contaminant, instead of being reflected back from the fiber facet, into the optical bench. After cleaning the connector, the issue was resolved, and controller error alarm no longer presented.